Manufacturer narrative:
Examination was not possible as not product was returned. The exact root cause could not be determined, but a reported large osteolytic lesion in the femur was likely a contributing factor. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address pain.